Event description:
It was reported that during a left internal carotid artery stenting procedure, after stent placement and during filter recovery, neither the type 2 low profile flexible design or the type 1 shapeable tip design could be advanced past the implanted stent. The physician post dilated the stent and the type 2 low profile flexible design successfully recovered the filter without issue. There was no report of adverse patient sequela and no report of a clinically significant delay in procedure. One day post procedure, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.